Manufacturer narrative:
The medical center has not returned any impella pump product for benchtop analysis. The pump can not be run through hemolysis testing. The root cause can not be determined with known clinical information alone. Should more information be shared, and root cause determined, a final report will be forthcoming. Of note, within the IFU there is mentioned: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿

Event description:
The medical center had an impella cp support of 2 days for a patient admitted with cardiomyopathy and in need of hemodynamic support. During the entire support there was signs of hemolysis despite all troubleshooting measures taken. The team explanted prematurely due to the hemolysis.